Event description:
Asku

Manufacturer narrative:
The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead in segments was returned for analysis.